Event description:
On (B)(6) 2009, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020, films were read by the gore field sales associate that revealed the contralateral leg component in the right common iliac artery had no device apposition to the vessel wall. On (B)(6) 2020, a reintervention occurred whereby additional components were implanted to treat the lack of circumferential device apposition.

Manufacturer narrative:
Additional information received: the physician stated that the cause of the lack of circumferential device apposition was disease progression. H6: result code 1, conclusion code 1, conclusion code 2.